Event description:
This is being filed to report that after removal of the steerable guide catheter (sgc), a left to right shunting was observed. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4+. The patient had a floppy atrial septum. One clip was implanted, reducing the mr to 2+. After removal of the steerable guide catheter (sgc) from the left atrium, a left to right shunt was observed. Treatment of the atrial septal defect (asd) will be performed at a later date. The patient was stable and did not require prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation appears to be related to challenging patient anatomy. The reported patient effect of perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation appears to be related to challenging patient anatomy. The reported patient effect of perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an asd closure device was implanted. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: code 4613 was removed

Event description:
Subsequent to the initially filed report, additional information was received stating an additional mitraclip procedure was performed on (B)(6) 2024 to treat a progression of disease. The mitraclip devices were inserted through the existing asd without issues. After the procedure. An asd closure device was implanted.